Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used. During the procedure, it was observed that the dynaglide light would not turn on. The rotational speed was not determined as the display was blank. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the console was received with the void seal broken. The foot pedal triple-bore hose was separated. Device analysis observed cosmetic issues on both the console and foot pedal. The console and foot pedal were tested using a rotalink 1.75mm burr the rotational speed in dynaglide mode was 78 krpm; the maximum turbine rotational speed reached was 222 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used. During the procedure, it was observed that the dynaglide light would not turn on. The rotational speed was not determined as the display was blank. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).